Event description:
Scraped - side of my face [skin abrasion]. Oral-b brush head no longer clips securely on to the body of the brush...comes off [device breakage]. [Brush head] came loose - oral-b [device connection issue]. Case narrative: male consumer via e-mail reported that the oral-b toothbrush heads did not clip securely onto the body of the oral-b toothbrush handle, type 3765 and came loose during brushing which caused the metal tooth that the brush head sat on to scrape the side of his face. No serious injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Manufacturer narrative:
27-mar-2025: product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Scraped - side of my face [skin abrasion]. Oral-b brush head no longer clips securely on to the body of the brush...comes off [device breakage]. [Brush head] came loose - oral-b [device connection issue]. Case narrative: male consumer via e-mail reported that the oral-b toothbrush heads did not clip securely onto the body of the oral-b toothbrush handle, type 3765 and came loose during brushing which caused the metal tooth that the brush head sat on to scrape the side of his face. No serious injury was reported. 06-feb-2025 case update: the suspect product lot number was bc206270132. No serious injury was reported.